Event description:
Customer called reporting that she heard a popping sound and saw sparks as she was changing the printer for the synchron cx9 alx on (B)(6) 2011. Customer stated that there was no fire, smoke or injury reported in connection with the event.

Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting over the phone on (B)(4) 2011. Cts found that the printer the customer attempted to install was not compatible with the system. Field service engineer has ordered a new printer for the customer. An MDR will be filed for this event because upon reoccurrence, this incident has the potential to cause injury to customers even though user error contributed to the event. (B)(4).